Event description:
Dr lead rptr to believe this device was safe and had never had a failure. Rptr was never told about device not being approved. Approx 3 months after surgery, x-rays showed broken screw. Rptr is in much more pain and is "disabled from working." She is concerned about the leeching out of carcinogens and is experiencing nerve damage she believes. This has harmed her more than helped and she would never have had surgery had she known all the risks. She has trouble with bowels and bladder. Terrible pain when bending over.